Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision surgery on (B)(6) 2017 due to mesh failure. It was also reported that the patient experienced abdominal pain, limited physical activity and recurrent ventral incisional hernia. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 06/12/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.